Event description:
A patient, implanted with a cslp at c5-c6, was returned to the operating room for removal due to a broken screw. The plate and screws were removed, leaving the shaft of the broken screw in the patient. Patient was revised to a zero-p anteriorly and synapse posteriorly. Surgeon felt that the screw would not have broken if he had done a posterior fixation when the cslp was originally placed.

Manufacturer narrative:
Investigation could not be concluded, no conclusion can be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.